Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the left ventricular lead exhibited low impedance and triggered an alert. The left ventricular lead impedance was lower than the measurement observed on (B)(6) 2019. No interventions taken at this time. The patient will continue to be monitored. There were no consequences to the patient.